Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a transmission from the cardiac resynchronization therapy defibrillator (crt-d) could not be sent from the remote monitor. Troubleshooting failed to resolve the issue. It was recommended that the patient have a device check to confirm telemetry. The device remains in use. No patient complications have been reported as a result of this event.